Manufacturer narrative:
The reported events occurred on a cobas s201 instrument (serial number: (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay was performing within specifications. Internal controls for all unexpected reactive samples demonstrated robust, sigmoidal amplification, indicating proper assay performance. A review of batch records, product release data, stability data, and internal non-conformance records did not identify any issues related to the reported events. No trends were identified. Sequencing analysis of k-tubes for donors (B)(6) confirmed the absence of hcv target in the donor samples. The unexpected reactive results were attributed to non-specific amplification, which typically does not repeat as reactive. While unlikely, low-level contamination or samples within the window period of infection could not be entirely ruled out. The device remains in use at the customer site, and the customer was advised to continue following best practices as outlined in the method sheet.

Event description:
The initial reporter alleged unexpected reactive results for hepatitis c virus (hcv) and human immunodeficiency virus (hiv) using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas s201 instrument. For donor (B)(6), an unexpected reactive result for hcv with a cycle threshold (CT) value of 45.6 was observed on (B)(6) 2019, characterized by a non-sigmoidal curve and low fluorescence. Repeat testing on (B)(6) 2019 was non-reactive, and serology was non-reactive. No blood was donated. Organs (right kidney, left kidney, pancreas, liver, heart, right lung, left lung) were used, while tissue was not recovered. For donor (B)(6), an unexpected reactive result for hcv with a CT value of 44.2 was observed on (B)(6) 2019, characterized by a non-sigmoidal curve and low fluorescence. Repeat testing on (B)(6) 2019 was non-reactive, and serology was non-reactive. No blood was donated. Organs and tissue were not recovered. For donor (B)(6), an unexpected reactive result for hcv with a CT value of 51.0 was observed on (B)(6) 2019, characterized by a non-sigmoidal curve and low fluorescence. Repeat testing on (B)(6) 2019 was non-reactive, and serology was non-reactive. No blood was donated. Organs (lungs, liver, and kidney) were used, while tissue was not recovered. For donor (B)(6), an unexpected reactive result for hcv with a CT value of 48.1 was observed on (B)(6) 2019, characterized by a non-sigmoidal curve and low fluorescence. Repeat testing on (B)(6) 2019 was non-reactive, and serology was non-reactive. No blood was donated. Organs (lungs, heart, liver, and both kidneys) were used, while tissue was not recovered. For donor (B)(6), an unexpected reactive result for hiv with a CT value of 41.6 was observed on (B)(6) 2020, characterized by a non-sigmoidal curve and low fluorescence. Repeat testing on (B)(6) 2020 was non-reactive, and serology was non-reactive. No blood was donated. Organs (both kidneys) were used, while tissue was not recovered. Additionally, an unexpected reactive result for hiv was reported on (B)(6) 2019 for a known non-reactive external control sample with a CT value of 39.5. The growth curve was non-sigmoidal with low fluorescence. This sample was not associated with a donor.